Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the patient's mouth. The customer discussed screw removal techniques. The fractured screw was removed from the implant. Tooth location 29.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.